Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer stated that the default qrs tone setting was zero on the monitor. The desaturation alarm should have alerted the clinical staff to the low oxygen saturation. The staff explained that they were getting alarms for the c02 module and had silenced them by pressing pause alarms instead of silence, which will keep the monitor silent from all alarms for three minutes. The default qrs volume has been changed to two. This can still be manually adjusted and will not clear from the monitor until the patient is discharged (case ended). In order to ensure the case is being ended, the standby button has been removed and replaced with end case. The customer stated that the desaturation alarm did not alert the clinical staff to the low spo2 saturation. The clinical staff had previously silenced a co2 alarm by pressing pause alarms. Based on the information provided, the exact cause for the reported issue could not be established and a malfunction of the device cannot be ruled out. No further calls from the customer regarding the reported device and issue were received. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Medwatch (B)(4). A follow up report will be submitted once the investigation is complete. Date of incident has been requested, not available at time of report.

Event description:
The customer reported via medwatch that "the qrs module tone for the oxygen saturation in the inpatient endoscopy unit is defaulted to off. The patient¿s 02 saturation dropped to 35% end we did not know until a technician noticed on the screen".